Manufacturer narrative:
The incorrect information was inadvertently submitted on the initial medwatch.

Event description:
(B)(4) - the dealer reported that the 65851b rollator frame was bent. There was no patient injury reported.